Event description:
Customer reports, the left monitor intermittently fails. No pt injury reported

Manufacturer narrative:
A ge representative evaluated the system and reconfigured the (B) (4) software. System operates as intended.